Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not light up/ making noise) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The connector was defective as well. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the battery charger was not working properly. The display on the charger was blank and was making a noise. The patient was issued a replacement charger.